Manufacturer narrative:
(B)(4). Carefuson issued a return goods authorization (rga) number for the return of the alleged faulty device for evaluation. As of the (B)(6) 2015 the alleged faulty device has not been received. Once the alleged faulty device is received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Corrected serial # to (B)(4). Failure analysis: microblender pn: 03920a, sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The carefusion failure analysis lab technician examined the microblender and found that it is out of calibration. The microblender was tested on test station # (B)(4) and found that it is out of calibration at 30%, 60% o2. At end point calibration sequence # 1, 21%, spec. Is 20.9 to 22.9% reads 21.8%. At set point calibration sequence # 3, 60%, spec. Is 58.0 to 62.0% reads 56.9%. At set point calibration sequence # 4, 90%, spec. Is 88.0 to 92.0% reads 89.4%. At set point calibration sequence # 5, 100%, spec. Is 98.0 to 100.0% reads 99.7%. At set point calibration sequence # 7, 60%, spec. Is 58.0 to 62.0% reads 56.8%. At set point calibration sequence # 9, 60%, spec. Is 57.0 to 63.0% reads 53.2%. Additional issue related to complaint; at set point calibration sequence # 2, 30%, spec. Is 28.0 to 32.0% reads 24.1%. Found that the control knob jam nut is loose. The microblender was recalibrated by adjusting valve seat and control knob. The microblender was out of calibration at 60% but was not out of calibration at 21%. Also, found that microblender was out of calibration at 30%. Finding/root-cause: the microblender was out of calibration due to the control knob jam nut being loose.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to an email from the distributor in (B)(6). "Blenders failed pre-delivery inspection. Blender oxygen concentrations are outside specifications (+/-3%): out of box failure. S/n (B)(4). Oxygen concentrations readings 21:24.1, 30:28.5, 60:57.6, 90:88.5, 100:99.8 degrees.